Event description:
The customer reported that the 9800 system monitor would flicker and shut down during x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor and interconnect cable were replaced during the service call.